Manufacturer narrative:
The device was returned unrepaired per customer request.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the device's oxygen blending module board was found in the ventilator's downloaded error log.